Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed a high out-of-range right atrial (ra) pacing lead impedance greater than 2,000 ohms. The device was reprogrammed to vvi mode until the ra lead could be assessed and possibly revised at a later time. Information was subsequently received indicating the patient underwent a surgical procedure of an unknown/unrelated nature through a call to boston scientific technical services (ts). The caller indicated an issue of some type was discovered by the boston scientific field representative the previous day as well as the patient had received tachycardia therapy from their device recently. Attempts at obtaining additional information were unsuccessful. All available information indicates this device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.